Manufacturer narrative:
Additional information received, the device function was not impact by the reported issue. High pressure cylinder leaks that progress from a slow leak do not impact function, as cylinder pressure is significantly reduced by the regulator and a cylinder leak will not affect function unless it is significant. The user's reference manual instructs to check that there is sufficient reserve capacity in the cylinder as part of preoperative checkout. There is no report of performance issues.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.